Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): b5, h3 and h6. The device was returned for evaluation where the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user may detect the event by handling the device according to the following IFU. Operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator confirm that the endo-therapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor the field performance of this device.

Event description:
The issue occurred during preparation for use for an unspecified ercp (endoscopic retrograde cholangiopancreatography) procedure. The facility finished the procedure with the replacement device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a clogged channel tube. The issue occurred during preparation for use. There were no reports of patient harm.